Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract surgery with an intraocular lens (iol) implantation, the iol was cracked or scratched. The iol was replaced in the same procedure with no reported harm to the patient. Additional information has been requested.

Manufacturer narrative:
Additional information provided in a1., a2., a3., d11., h.6., and h10. Evaluation summary: the file indicated the use of a qualified cartridge and a qualified handpiece. The file indicated the use of a viscoelastic, which is not qualified for cartridge use. The root cause may be related to a failure to follow the directions for use. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of an non-qualified viscoelastic may result in delivery issues and/or damage.